Manufacturer narrative:
The patient requested removal and exploration of her mandibular component due to neuropathic pain and to prevent potential nerve injury. The surgeon plans to replace it soon.

Event description:
The left mandibular component was removed due to malposition.